Manufacturer narrative:
P-cap locks properly into the reservoir compartment. Unit powered up properly after battery installation. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No unexpected no delivery alarms and failed battery alarms noted during testing. No low batt or batt out limit alarms occurred during testing. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Thump software was utilized and downloaded trace/history files properly. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that no relevant alarms were recorded in download history files. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit also received with battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and label damage (faded and stained). In conclusion, customer concerns with no delivery/occlusion alarm and failed battery test were not confirmed during testing. Unit successfully powered up after battery installation. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on pump, failed battery test, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-332a, mmt-397a. Troubleshooting was performed. Customer reported insulin flow blocked alarm. Pump passed 5u fill cannula test. Customer reported receiving battery failed alarm. Customer reported that battery compartment is damaged not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-332a and mmt-397a.